Manufacturer narrative:
The customer reported that the mouse and touchscreen for the central nurse station (cns) would not respond. Technical support (ts) had them press the usb pairing button on the keyboard/video/mouse (kvm) system, but the issue persisted. . No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: kvm, model #: ni, serial #: (B)(6), device manufacturer data: na (3rd party), unique identifier (UDI) #: , returned to nihon kohden: na.

Event description:
The customer reported that the mouse and touchscreen for the central nurse station (cns) would not respond. Technical support (ts) had them press the usb pairing button on the keyboard/video/mouse (kvm) system, but the issue persisted. No patient harm was reported.

Event description:
The customer reported that the mouse and touchscreen for the central nurse station (cns) would not respond. Technical support (ts) had them press the usb pairing button on the keyboard/video/mouse (kvm) system, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the mouse and touchscreen for the central nurse station (cns) would not respond. Technical support (ts) had them press the usb pairing button on the keyboard/video/mouse (kvm) system, but the issue persisted. No patient harm was reported. Investigation summary: multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. There is not enough information to perform an investigation. Nk will trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: kvm. Model #: ni. Serial #: ni. Device manufacturer data: na (3rd party). Unique identifier (UDI) #:. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.